Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer pockets had failed, and device was not detected on the bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.2 all pockets were not detected on bus. A field service engineer (fse) reseated the pyxisbus and ribbon cable connections. After reboot, the drawer auto recovered and returned to normal. The system functioned as intended after the field service engineer repaired the device.